Manufacturer narrative:
(B)(4). Concomitant medical products: kne-persona-tibial trays-unk. Report source - foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to it was never used. The investigation is in process and once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06550. Product location is unknown.

Event description:
It was reported during pre-surgery setup. It was noted during image sizing one size. Subsequently, when sized by the surgeon he determined that size was incorrect. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.

Event description:
No further event information available at the time of this report.